Manufacturer narrative:
As of today, the medical device is not available for analysis. Therefore, the device itself could not be investigated. The analysis is thus, based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency, during the manufacturing process. The analysis of the provided trend data, acquired between february 2020 and august 2020 could confirm, the reported observations. A gradual increase of the pacing impedance from initially 650 ohms up to 1070 ohms was recorded since june 2020. Furthermore, the threshold trend curve, indicated a threshold increase from around 1v to 2v in the same time period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 73 months after the implantation the patient presented with dizziness. A pacemaker follow-up revealed an increase of ventricular threshold (greater than 2.5 volt) as well as an increase of pacing impedance. The lead was capped.